Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter last name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported 5 bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg's contained gel air bubbles; it was not specified if tubes were used. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, and four of these were found to contain an air bubble. Air bubbles in gel are seen when air pockets are in the gel material or if air is introduced into the lines during the dispense process. If small bubbles are present in gel product when the product is sterilized, these bubbles become larger due to the heat. Complaints for sample quality are under statistical control for the month of march 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel air bubbles. The exact cause for the gel air bubble could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported 5 bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg's contained gel air bubbles; it was not specified if tubes were used. There was no health impact or consequences reported.